Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states their device has alarmed for battery out limit and stops working. The customer states their blood glucose levels were almost 500mg/dl due to pump stopping while they were sleeping. The customer states they were at their healthcare provider's office trying to upload pump, and when they got it back, the device went blank. The customer's blood glucose level at the time of incident was unknown. Troubleshoot was conducted and the display returned. The customer was advised to monitor the device and that replacement battery cap would be sent out.